Event description:
Customer reported result of 9.0 inr on the coagucheck xs system (result is outside the numeric range of 0.8 and 8.0 inr of the device). After testing 9.0 inr, customer had a nose bleed that lasted until the following day, as well as "blue bruises and knots". Customer's physician advised her to go to the hospital where she received an infusion (contents unknown). Customer tested 4.9 inr on hospital device. Customer's warfarin was also held for 2 days. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
During the prolieve treatment procedure the physician was unable to get the catheter into the patient, the tip folded. The case was aborted.